Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had a poor technique.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 70-120mg/dl fasting. Verified the strips expire 7/15/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Customer complaining that recently purchased a brand new trueresult starter kit and has only received readings of 48mg/dl, both when running glucose control test and a blood test. Customer received readings of 48 with all 11 of the test strips which come in the starter kit (including the control test). Verified customer's issue by obtaining meter memory's last 5 results.